Event description:
It was reported that when the patient presented in the hospital for an unrelated issue, decreased sensing, low pacing lead impedance and increased capture threshold were observed. Programming change was made and the lead will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.